Event description:
A malfunction was reported by the customer, with the associated malfunction code being malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to call back if the malfunction code reappeared.